Manufacturer narrative:
Device evaluation of battery sn (B)(6) has been completed. The reported problem (unable to power on monitor) has been confirmed. Upon investigation the battery was unable to recharge or power on a monitor. The f1 fuse was open. The cause for the open fuse was excessive current. The root cause for the excessive current was unable to be positively identified. No adverse event resulted from the damaged battery. Device evaluation of battery sn (B)(6) has been completed. The reported problem (unable to power on monitor) has been confirmed. Upon investigation the battery was unable to recharge or power on a monitor. The f1 fuse was open. The cause for the open fuse was excessive current. The root cause for the excessive current was unable to be positively identified. No adverse event resulted from the damaged battery. Device evaluation of monitor sn (B)(6) has been completed. Upon investigation the monitor failed incoming functionality testing and displayed a service code 110 (overvoltage set no energy). The cause for the failure was isolated to a shorted c1 capacitor on the computer/analog pca. The root cause for the shorted c1 capacitor could not be positively identified. No adverse event resulted from the damaged monitor. Device evaluation of battery sn (B)(6) has been completed. The reported problem (unable to power on monitor) has been confirmed. Upon investigation the battery was unable to recharge or power on a monitor. The f1 fuse was open. The cause for the open fuse was excessive current. The root cause for the excessive current was unable to be positively identified. No adverse event resulted from the damaged battery.

Event description:
Supplemental report 4/20/2021: additional battery packs were returned to the manufacturer on 3/22/2021, and it was reported that the battery packs were unable to power on a monitor. A us distributor returned a patient's monitor and reported that the monitor was unable to power on. A us distributor returned a patient's battery pack and reported that the battery pack was unable to power on a monitor.

Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. Upon investigation the monitor failed incoming functionality testing and displayed a service code 110 (overvoltage set no energy). The cause for the failure was isolated to a shorted c1 capacitor on the computer/analog pca. The root cause for the shorted c1 capacitor could not be positively identified. No adverse event resulted from the damaged monitor. Device evaluation of battery sn (B)(4) has been completed. The reported problem (unable to power on monitor) has been confirmed. Upon investigation the battery was unable to recharge or power on a monitor. The f1 fuse was open. The cause for the open fuse was excessive current. The root cause for the excessive current was unable to be positively identified. No adverse event resulted from the damaged battery.

Event description:
A us distributor returned a patient's monitor and reported that the monitor was unable to power on. A us distributor returned a patient's battery pack and reported that the battery pack was unable to power on a monitor.